Manufacturer narrative:
A ge service representative performed an on site investigation. The mother board motor drive was replaced during the service call.

Event description:
The customer reported that the 2600 system had an intermittent power supply fault error. No patient injury was reported.